Manufacturer narrative:
The customer reported that the analyzer "overheated due to the batteries being installed incorrectly". There was no allegation of patient/user harm. There was no allegation of incorrect results. This report is being provided based on the product correction response form submitted by the customer on 1/25/2020 as part of res 84274. The customer was contacted for further detail and there was no allegation of injuries. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "overheated due to the batteries being installed incorrectly". There was no allegation of patient/user harm. There was no allegation of incorrect results.